Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a defective main battery. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed. This is an ancillary service event. The cause was determined to be a defective main battery. To correct the condition, the main battery was replaced. If any additional information is received, a follow up MDR will be sent.